Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce/confirm the reported problem. The fse reviewed the system logs and identified error 86. The fse determined that error 86 was indicating the intuitive surgical core power distribution (ipd) board was failing intermittently. The fse replaced the ipd board to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the ipd board for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to open surgery. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, error 86 occurred about an hour into the operation. The customer power cycled the system, and error 86 was eliminated, but the error came back about 2-3 minutes later. Error 86 was pointing to an issue with the intuitive surgical core power distribution (ipd) / generic power distribution (gpd). At this point, the surgeon then elected to convert to open surgery. There was no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the system was reportedly inspected prior to use, and no errors/issues were noted. It was confirmed there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3. Evaluation information can be found in the following fields: h6 and h10. D02 - intuitive surgical, inc. (Isi) received the core redundant power tray assembly involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate the reported failure. The unit was installed into a test system. The unit ran the sine cycle for ten minutes. The unit had ten power cycles and sat idle for one hour without any issues. The unit was left in a burn-in system for three days, and it faulted with error 86 (out-of-range voltage value was read from a power distribution board). Power was applied to the power tray at the test bench, and the output from the power supplies was good (12v output per power supply). The issue was related to the ipd board. The power distribution board would be replaced to correct the issue. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.